Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. During procedure, the physician asked for 7,000 units of heparin. A 24mm watchman flx laa closure device was successfully implanted. After the device was released there was uncertainty that the heparin infused because there was a clot that formed on the closure device. The clot was monitored under transesophageal echocardiogram (tee) to ensure it did not get bigger or dislodge. Additional heparin was given and the patient's activated clotting time (act) was checked every 10 minutes. The patient remained stable and was doing great. A tee was performed the next morning and the clot was completely resolved.